Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support as an escalation of care from an intra-aortic balloon pump. It was reported while on impella 5.5 support, the patient experienced an ischemic stroke and was treated with a thrombectomy. The medical team was unable to determine the origin of the stroke and it unknown if it was related to the impella device. The patient was unable to follow commands or move on the left side. The medical team made a care plan to wean the impella as the patient was no longer a candidate for advanced therapies. Later, the patient had computed tomography which revealed a new stable right frontal subarachnoid hemorrhage. Heparin was withheld as a result of a brain bleed. The patient's prognosis was poor and a plan was made to withdraw care. The patient was withdrawn from care and expired. The relationship between patient's outcome and the impella is unknown.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal review and stroke. The pump was not returned for investigation. The data log shows several temporary drops in signal-to-noise ratio (snr) to 2500 and contrast below 15 during the reported placement signal discrepancy issue, with no correlation to motor current. There was no major alarm reported on suction, not the positioning issue. Placement signal correlation with patient condition or device performance was not confirmed from the data log. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-23972. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that, after four days of support, the impella 5.5 lost its placement signal. The signal loss prompted no explant or intervention.